Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00013 ((B)(4) gb757r). Manufacturing site evaluation: we received a complaint about a gb757r - hi-line xs angled handpiece ii and a gd675 - microspeed uni xs highspeed motor. We did receive the devices in decontaminated condition for investigation. Investigation: optically, the devices are in a used condition. The investigation has been carried-out by the aesculap technical service (ats): the motor cable was distributed in november 2014. Repairs can be found in the database. The last repair was executed by the ats tuttlingen in november 2018. That is consistent with the labeled maintenance date. A deep cut could be found at the sheathing. However, despite this damage, no deviations could be found during the functional check. The mentioned failure pattern by the customer can be traced back to the handpiece gb757r. Batch history review: the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: the failure is most probably reprocessing related. Rationale: refer to investigation. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Event description:
It was reported that there was an issue with a microspeed uni xs highspeed motor. According to the reporter the drill was not turning and the handpiece was overheating. Customer confirmed that another tray was opened to complete the procedure. There was no patient harm. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00013 ((B)(4) gb757r).